Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging that the lancet on her onetouch delica lancing device will not fully penetrate the skin. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue began at an unspecified time on (B)(6) 2012. The patient stated that she manages her diabetes with combination of medications, 10mcg of byetta taken twice a day and 40units of lantus taken once a day. The patient informed the cca that she stopped her byetta intake and took her usual, daily dosage of lantus in response to the reported issue. Two weeks after the alleged issue occurred, the patient claimed to have developed symptoms of feeling ''tired, thirsty and of having fuzzy vision'' but denied receiving any treatment in response to these symptoms. The cca noted that the reported issue was unresolved during the troubleshooting. Replacement product was sent to the patient. Although the patient denied receiving any treatment after the alleged issue began, this complaint is being reported because the patient claimed to have developed symptoms suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.